Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 430 mg/dl and a large ketone level identified as dangerous. Bg was treated with manual injections. Tandem technical support reviewed pump data and found that multiple occlusion alarms occurred. Reportedly, customer left the ER 10 hours later with customer in stable condition (bg 385 mg/dl). The customer completed a supply change and resumed insulin delivery